Event description:
The infusion pump was received at the service facility with a vague report that the pump may have been inaccurate when it was in clinical use. No specific info was received. No pt injury was reported.